Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that the detached sensor wire was broken and under her skin. The patient went to the emergency room for evaluation. At the ER, the area was numbed with a lidocaine injection and the retained sensor wire was removed with medical tweezers. The procedure was successful. The patient was discharged from the ER after the procedure. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.